Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with scratched display window, cracked display window corners, broken belt clip slot, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 239 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.